Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error in that the above product was incorrectly deployed in the wrong location. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries.

Event description:
Patient underwent aaa repair in 2007. One flex main body graft and two iliac legs were placed. Patient developed a type I endoleak, so the following month, a main body extension was placed. The physician also put in bilateral renal stents. No follow up angio has been completed but the final angio, after the procedure, showed that the endoleak was resolved. Patient is doing well.